Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No frozen screen noted. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer changed the battery but the alarm recurs. She wears the insulin pump in her pocket. Blood glucose value is unknown. Nothing further reported.